Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system displayed an alert for high out of range impedances on the right ventricular (rv) lead. Technical services (ts) referred the patient to the clinic for further testing. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed an alert for high out of range shock impedances on the right ventricular (rv) lead measuring up to 158 ohms. Technical services (ts) referred the patient to the clinic for further testing. All other lead measurements were within normal limits during in-clinic follow-up. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed an alert for high out of range shock impedances on the right ventricular (rv) lead measuring up to 158 ohms. Technical services (ts) referred the patient to the clinic for further testing. All other lead measurements were within normal limits during in-clinic follow-up. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, a commanded shock test was performed and a code 1005, indicating an open circuit condition, was the result. No additional adverse patient effects were reported. Currently, this lead remains in service.